Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed the functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the emergency room due to heart attack, high blood glucose and dka. The blood glucose reading was over 800 mg/dl. Caller stated that the customer's insulin pump was not working. Advised to check the infusion set for air bubbles and found that the insulin pump reservoir was empty. Nothing further was reported.